Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results for four patients that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were re-tested out of the laboratory. It is unknown if patient treatment was affected. A separate MDR 2050012-2010-01474 was submitted for the malfunction portion of this event and reports 2050012-2010-01485, 2050012-2010-01487, and 2050012-2010-01488 have been submitted for the other patients associated with this event.

Manufacturer narrative:
Samples were serum. Customer noted that the biorad qc level 1 had shifted. Service was not needed for this event, as this issue is reagent related. Investigation into the root cause of this issue is ongoing.